Manufacturer narrative:
According to the facility, on (B)(6) 2025, after an indwelling urinary catheter was placed, rn noticed leaking of urine on the bed pad, and noticed a hole in the tubing of the foley. Per the facility, "the hole was on the tube that is inserted into the urethra but was on the portion that remains outside of the body. Due to the hole, the product was removed and a new foley replaced." The facility reports there was no serious injury noted or identified. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, after an indwelling urinary catheter was placed, rn noticed leaking of urine on the bed pad, and noticed a hole in the tubing of the foley.